Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the agent received a call from the patient in regards to having a stinging like sensation that started over the weekend. The caller stated that they had been having an electrical stinging sensation above the incision. The caller stated that they were thinking about adjusting the stimulation but when they attempted to connect to the ins, they had been having issues. The agent walked the caller through the steps of connecting to the application. The caller was able to adjust the stimulation down to see if that would help. The caller stated that the stimulation was comfortable before but when they stood up and walked it would be stinging like a splinter was rubbing against their underwear. The caller stated that this started to happen randomly and the stimulation had been set to the same stimulation level for months before they started to feel the stinging. The caller st ated that they felt like the device wasn't flat and stated that it seemed as though the device was pointing out and it had turned. The agent redirected the caller to the healthcare provider (hcp) to further assist. The caller mentioned that they fall a lot but they didn't fall on their device.